Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for severe spasticity. It was reported that the patient had severe cerebral palsy. The patient had a baclofen pump that helped with spasticity and it had been replaced a few times since he was a young child. A few months ago, all of a sudden, the patient had a high fever, delirium, and was screaming and arching in pain. The patient was rushed to the hospital then transferred to a different hospital. The patient was put on lots of different medications (antipsychotics, valium, morphine, and oral baclofen). The mother of the patient said the patient didn¿t know who she was or what year it was. They believed it was a baclofen withdrawal, the nurses wouldn¿t believe her. They did tests on the pump and said it was working, but the screaming and spasming would not stop. It was ¿working wrong¿, they told the healthcare provider (hcp). They gave him a high dose bolus and it did nothing when it should have made him ¿jelly¿. The patient stopped talking and eating, he couldn¿t even swallow. They couldn¿t get a feeding tube in him either, the consumer thought he was going to die. The patient would have small moments of lucidity and ask if he was dying. This had been going on for at least three months. The patient stopped breathing at moments also. Finally, the pump was replaced, but not the catheter.